Manufacturer narrative:
Date of event: exact date unknown, event occurred on the day the device was explanted. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 5079321/5080298.

Event description:
It was reported that the patient had inadequate stimulation. No device malfunction was suspected. All components were explanted and discarded.